Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for not working and heat was confirmed by the technician through functional evaluation, disassembly and visual inspection. Through visual inspection, the bearings were damaged and the sockets corroded.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.